Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the left anterior descending artery (lad) was 100% stenosed and predilation was performed with two semi-compliant balloons, sizes 1.5x20mm and 2.5x15mm. An unspecified stent was deployed in the mid lad and then the physician intended to treat the diagonal artery with the 2.25x32mm taxus liberte atom stent. However, the device was unable to cross the previously placed stent and while attempting to withdraw the stent delivery system (sds) the stent became dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced to the lesion and it was noted that the stent had fallen off of the stent delivery balloon. The physician was unable to re-advance the stent delivery balloon into the dislodged stent, so the sds was removed and a 1.5x20mm apex flex balloon catheter was advanced and inflated in the dislodged stent. The apex flex balloon catheter was removed and then the taxus liberte stent delivery balloon was re-advanced and inflated in the stent. The stent delivery balloon was removed and then a 3.0x20mm non bsc balloon was inserted into the stent for dilation. After dilation the non bsc device was removed from the patient and the procedure was successfully completed with no patient complications reported.